Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed a thrombus formation within the outlet stator. The submitted log files contained overlapping data from (B)(6) 2021 at 0:13:24 to (B)(6) 2021 at 3:58:59. The pump fixed speed was set at 9200 revolutions per minute (rpm) with a low speed limit of 8800 rpm. On (B)(6) 2021 at 10:11:53 and (B)(6) 2021 at 0:53:37 there were two pump power elevations which were as high as 8.4 watts and corresponded to elevations in calculated flow ranging from 9.4 to 10.1 liters per minute (lpm). The pump operated at or above the low speed limit for the duration of the captured data. The pump appeared to operate as expected. (B)(6) was returned with the driveline severed approximately 0.5¿ from the pump housing. The sealed inflow conduit (inlet elbow, flex section, and inlet extension) were returned attached to the inlet port. The sealed outflow graft, bend relief and bend relief collar were returned attached the outlet elbow. The outlet elbow was retuned attached to the outlet port. Upon disassembly of the pump, examination of the proximal side of the outlet stator revealed a dark red, tissue like deposition that was surrounding the bearing ball and extending within the vanes of the stator. The darker areas of the denaturation as well as the concentric marks noted on the outlet portion of the rotor indicate that the thrombus was present during support of the patient. The origin and duration of time that the deposition was present within the pump could not conclusively be determined through this evaluation. A specific cause for the development of the observed deposition could not be determined through this evaluation; however, the deposition could have contributed to the reported elevated ldh and elevated pump power and calculated flow readings observed in the submitted log files. Moreover, a specific duration of time the deposition was present within the pump could not conclusively be determined through this evaluation. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 17jul2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists and pump thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 6 (under "anticoagulation") also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for elevated lactate dehydrogenase (ldh) 750, concerning for pump thrombosis. On (B)(6) 2021, ldh increased between 800 to 900 and the patient was on integrilin drip. There was dizziness at times. Log file review showed increased pump power and decreased pi. Pump thrombus was confirmed to be cause of elevated ldh via ramp echocardiogram (echo) . The patient had severely reduced systolic rv function. The patient underwent a pump exchange on (B)(6) 2021.